Event description:
It was reported that the health care professional believed that the stimulator had a premature end of life. According to the guidelines for battery longevity, however, the battery life was within normal limits for the used parameters as supported by the available telemetry data. The patient received effective therapy until the end of life of the pulse generator, however it appeared that the patient had been increasing the amplitude "all the time." The stimulator was explanted and replaced.

Manufacturer narrative:
(B)(4).